Event description:
It was reported that the right atrial (ra) lead had noise. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was fractured. It was also noted that the distal conductor was distorted, the proximal conductor was distorted, the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the outer insulation had a breached depression, the helix was distorted/bent, there was blood in/on the helix mechanism, and the lead was stretched.